Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 35 mg/dl with shakiness. The patient reportedly provided self-treatment with food and drink. The health care provider reportedly adjusted the pump¿s basal rate and bolus settings. The reporter alleged intermittent audio alarm issue; the audio alarm was not consistently sounding when the pump would emit an alarm. The vibration function was confirmed to be operating appropriately. The patient reportedly remained on insulin pump therapy. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent sound issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the pump returned with normal bolus, audio bolus, alert, reminder, warning, alarm/error, glucose user hi/lo limit alert, glucose rise/fall rate alert sounds set to (high) and temp basal set to (off). The black box for event date is not available. The available pump black box shows evidence of 208 glucose below user lo limit and 213 glucose above user hi limit warnings. The last basal delivery was on (B)(6) 2018. The pump booted to the verify screen with audible & vibratory features. Test transmitter was paired with the pump correctly. A cgm high & low alert were simulated for testing purposes. Pump gave the appropriate visual and sound warning; both alerts were correctly recorded in the pump cgm history. The pump gave another high/low warning exactly 30min post confirming the first high/low warning with appropriate visual and sound warning. The audible alarm measure with spec at 71.5db. The total daily dose (tdd¿s) add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range; removed pump cover; no intermittent conditions were found to the piezo circuit or cgm module. Unrelated to the original complaint, the display screen has a pinkish contrast.